Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error and insulin pump alarmed battery failed alarm. The customer¿s blood glucose was unknown at the time of incident. Troubleshooting steps were provided for critical pump error and insulin pump alarm again. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to verify battery power loss alarm, replace battery alert, replace battery now alarm or failed battery test alarm due to critical pump error (open book image) alarm.